Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported a loss or change of therapy as of about a week prior to date notified. It was stated that they have tried all four programs and it is not helping, and that if they turn stimulation up too high it is uncomfortable and they feel raw with their toes curling. The patient is now back to where they were before the implantable neurostimulator (ins) was implanted on (B)(6) 2016. The patient does not feel stimulation, and fell two weeks prior to date notified and hit their backside on the tub in the bathroom. Follow up with the healthcare provider (hcp) is to be conducted to have the device checked. Follow up information received from the patient on (B)(6) reported that their loss of therapeutic effect has not been resolved, and they are more incontinent than before. Indication for implant is gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient had had several falls since 2016, further stating that stimulation was going to the vaginal area and was causing pain since the last fall which was several weeks prior to the report. The patient reported they were gradually peeing like before implant, and this started a couple of weeks prior to the report. Patient was redirected to follow up with the health care provider (hcp) to have the ins and wires checked. Patient stated they currently did not have a physician, a list of physicians was sent to the patient. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient as they mentioned that incontinence was worse and they had no health insurance. Patient weight was still unknown on asking.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient mentioned that they were experiencing pain and the device was not working properly. Patient was looking for a urologist because they needed to be readjusted because they had fallen so many times. Patient reported that when they did have their equipment, they tried to work with it and the stimulation went in the wrong place. Patient reported it was not going in the direction it was supposed. Patient reported this all started a year after implant. Patient also mentioned during the call the machine worked great and had increased their quality of life. No further complications were reported or anticipated.